Manufacturer narrative:
This is a final report filed, this type of event is addressed in the device labeling.

Event description:
Per returned paperwork, the pt's device was explanted in late 2008, due to "skin flap break down/staph infection". Medical treatment of the infection did not solve the problem. The device was "still working well". The pt was implanted in the contralateral ear during the same surgery.